Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
H10: additional manufacturer narrative: updated h6 per new information received.

Manufacturer narrative:
Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. The device was not returned for evaluation, as the device return follow-up is ongoing. The root cause of this event cannot be conclusively determined. However, it is likely that patient related and/or procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number (B)(4).

Event description:
It was reported via patient registry that a 25mm aortic valve was explanted at implant due to mild to moderate perivavular leak. Another 25mm valve was implanted. Patient was discharged home on pod #6. Per medical records patient presented with severe aortic regurgitation and underwent avr. After the patient was weaned from cardiopulmonary bypass without difficulty, intra-op echo showed mild to moderate perivavular leak running horizontal across left ventricular outflow tract, which appeared as if it was coming from under the valve. The heart was re-arrested and the aortotomy was opened and inspection of the undersurface of the valve showed a slight dimpling in the region of the commissure between the non and the right coronary artery. A pledgeted suture was placed inside the valve through this region and out through the sewing skirt . In addition, another pledgted suture was placed at the base of the annulus of the right coronary sinus. This appeared to be where the source of the leak was. However, after removing the cross-clamp and further interrogating the region, the perivalvular leak had not dissipated and was the same size. The valve was removed and inspection of the valve leaflets showed no abnormalities. Inspection of the annulus showed several small tears within the tissues underneath the annulus and above it, and surgeon suspected that the patient had poor tissue secondary to the history of aortic dissection that some of the sutures probably wore through slightly. Another 25mm valve was implanted with 14 pledgeted sutures placed from ventricular to aorta and they were passed through the sewing skirt of the new valve. At this time, there was no pvl identified. The patient was weaned from cardiopulmonary bypass without difficulty. The patient was brought back to ICU in critical but stable condition. On pod #4 the echo showed a well seated, functioning aortic valve. As reported, coronary artery bypass was not performed. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.